Event description:
Boston scientific received information that during an implant procedure difficulty was encountered navigating through the coronary sinus using this catheter. The coronary sinus was dissected causing a mild pericardial tamponade. The patient was hospitalized and the implant procedure was postponed. No other adverse patient effects were reported.

Manufacturer narrative:
This catheter is not being returned for analysis. Should additional information become available this investigation will be updated.